Event description:
Medical doctor applied an ebice knee pad following a right knee anterior cruciate ligament reconstruction. The wing over the inferior lateral aspect of the knee pad apparently filled with what appeared to be an air pocket over the perineal nerve. Cold water continued to pump through the knee pad, however the pt's knee became numb. There now appears to be nerve damage.